Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they have been experiencing spo2 issues in two rooms; ir room and ep room. The issue seems to be sudden desaturations that slowly correct over time. The issues began after upgrading ge monitors from older tram units to new pdm's in 2015. Per the customer, the problem seems to resolve when shielding the spo2 sensor with a metallic wrap. Also, they do not experience this issue when using nellcor technology. Neither of these solutions are desirable for the customer. No patient impact or consequence reported.